Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. The fiber was returned broken into two pieces. The first piece measured approximately 43 cm from the top of the connector to the break. The second piece measured approximately 273.5 cm from the break which includes the entire distal tip. The condition of the returned device would cause the fiber to not work thereby confirming the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 16, 2018 that a flexiva 200 tractip laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during unpacking and outside the patient, the laser fiber would not work after it was opened. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.